Manufacturer narrative:
Evaluation summary: actual device has been tested, and service code could not be duplicated. Continuing to test device.

Event description:
On 4/12/2007, there was a report of a service code during self-test. On subsequent review of the file, it was identified that during a deployment of the AED in 2007, there was a canceled shock during a rescue. Two shocks had been delivered and, on the third shock, the unit canceled, causing a different service code to be reported. Patient outcome and rescue details have been requested, but are unavailable at this time.